Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy which had stopped working following a car accident. During the revision, the sense lead tip was found to have separated from the lead body and to have migrated after separation. A c-arm and cardiothoracic surgeon were brought into surgery to locate and remove the sense lead tip. They were unable to locate it. The patient was given a CT scan and brought into the or for a second procedure on (B)(6) 2021 in which the sense lead tip was successfully removed. The revision surgery restored therapy and the issue is now resolved.